Manufacturer narrative:
Results evaluations codes (other): this investigation is still being conducted. The sample has been forwarded to the mfg site. Upon completion of the investigation, a follow up report will be submitted. We can report no similar reports on the two probable lots given. History of this type of report is that likely the user did not secure the connector to the tube per the instructions for use.